Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/compromised force sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm. The customer's blood glucose level was 11.4 mmol/l. The customer was assisted with the troubleshooting. The customer was able to clear the alarm and rewind the insulin pump. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The aware date provided received by manufacturer¿ in the initial report was incorrect. The correct aware date is july 11, 2019.